Event description:
(B)(6) 2022, hcp reported a patient had molded pdo threads implanted that migrated and protruded out of her mouth. The patient is a health care professional and removed the thread herself. Although several contact attempts were made during two consecutive months, no additional information or patient status has been provided.